Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. The device was returned as well as four photos for review. The investigation confirmed for material split and material deformation, but was unconfirmed for material deformation. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model cre14s, recanalization catheter allegedly experienced material separation, material deformation, and material split, cut, or torn. This information was received from a single source. There was no patient contact.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. The device was returned as well as a photo, and tear and material separation were identified. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model cre14s, recanalization catheter allegedly experienced material separation, material deformation, and material split, cut, or torn. This information was received from a single source. There was no patient contact.

Manufacturer narrative:
The device has been returned for evaluation, and a photo was returned for review. The company is still investigation the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model cre14s, recanalization catheter allegedly experienced material separation, material deformation, and material split, cut, or torn. This information was received from a single source. There was no patient contact.